Event description:
Patient called to report 3 device failures within a 60-day period involving his abbott freestyle libre 3+ cgm. Patient stated beginning on (B)(6) 2024 he experienced a critical low alert on his freestyle device advising him to treat the critical low. He stated that he took a finger stick, and his blood glucose was normal, the device was off by 70mg/dl and had he treated it would have been a life-threatening event. Patient stated this type of failure has happened 3 times over the last 60 days and that he has filed a report with the manufacturer regarding the failures. Reference reports mw5162407, mw5162409.